Event description:
It was reported that the balloon on temporary pacing electrode could not be opened.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used temporary pacing electrode catheter. Visual inspection of the sample noted attempted to inflate the catheter balloon with the returned syringe with 2ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leak was observed from a hole in the balloon. A potential root cause for this failure mode could be ¿contaminants, latex defects or abrasion of balloon after attachment to shaft, windows or inclusions over stretched balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires." "Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged." "Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on temporary pacing electrode could not be opened.